Event description:
It was reported that noise was observed on the lead. No inappropriate therapy was given. During lead revision, the physician discovered occluded vessels. The svc portion of the right ventricular lead was cut. That portion of the lead was capped and the device was programmed to not use the svc for therapy. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.